Event description:
A report was received from the USA stating that the claim has not been confirmed. It is unk whether this event did occur during surgery. However, it is unk if there was pt injury or medical intervention. The date of the event is unk. No additional information is available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).